Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID d-evprop2329us lot unknown use by date unknown UDI unknown. Additional information was received that the valve was recaptured once for positioning. Moderate pvl was reported following the valve dislodgment. A second valve was implanted. While retrieving the nose cone over the wire, the nose cone caught on the valve frame resulting in the valve coming higher in the root. The nose cone was recaptured in the delivery catheter system (dcs) in the descending aorta. Moderate aortic regurgitation was noted. The patient became hypotensive and an emergent pericardiocentesis was performed with drainage of approximately 1.5 liters of fluid. An emergent mediastinal exploration was performed and a right ventricle (rv) perforation was noted due to the temporary pacemaker and was repaired. A balloon aortic valvuloplasty (bav) was then performed and dislodged the valve. An ascending aortogram confirmed that both valves were above the annular plane. The procedure was then converted to surgical aortic valve replacement. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed for the valve (d391611) and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The image review showed no valve load checks for this event. The images provided could only confirm there was a valve-in-valve above the sinotubular junction confirmed by the angiogram. An ascending aortogram confirmed that both valves were above the annular plane. There was no imaging provided that could confirm the procedure events as stated in this event report. The subject delivery catheter system (dcs) was not returned for analysis. Dislodgement of the valve by the dcs is related to operator technique or experience; the evolut instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. The image provided for review could not confirm the cause of the dislodgement and given the limited information, the root cause of the dislodgement event cannot be confirmed and a relationship to the dcs cannot be established. Although a conclusive root cause could not be determined from the limited information available, the dcs was a likely contributing cause as it was reported that the valve was pulled aortic by the nose cone of the dcs. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, a conclusive cause could not be determined from the limited information available but the dislodgement was a likely contributing cause as the pvl was noted after the dislodgement had occurred. A post-implant balloon aortic valvuloplasty (bav) was performed and a second valve was implanted to address the pvl. Pericardial effusion is a known effect that can occur after cardiac procedures due to procedural complications. However, in this case, with the limited information available, a conclusive root cause could not be determined. The issue was resolved by performing a pericardiocentesis. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event and the root cause of the positioning difficulty could not be conclusively determined with the available evidence and a relationship to the dcs cannot be established. A second valve was implanted and dislodged due to the nose cone. Moderate aortic regurgitation was noted and the patient became hypo tensive and an emergent pericardiocentesis was performed with drainage of approximately 1.5 liters of fluid. An emergent mediastinal exploration was performed and a right ventricle (rv) perforation was noted due to the temporary pacemaker and was repaired. The procedure was then converted to surgical aortic valve replacement. No additional adverse patient effects were reported. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to this event. This event does not allege a device misuse or malfunction occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-26us, serial#: (B)(4), ubd: 13-apr-2022, UDI#: (B)(4). Product ID: evproplus-26us, serial#: (B)(4), ubd: 23-jan-2022, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, the valve was pulled aortic by the nose cone of the delivery catheter system (dcs). Paravalvular leak (pvl) was noted on the left side where the valve was positioned more ventricular. A post-implant balloon aortic valvuloplasty (bav) was performed and the pvl improved but was still present. Subsequently, a second valve was deployed slightly lower inside the first valve. A new effusion developed and worsened. A pericardial stick was performed, followed by a pericardial window. The patient was then placed on a bypass pump during patch placement and closure of the right ventricle puncture. During closure, a decision was made to perform a bav on the second valve. At this time, it was noted that the two valves had dislodged above the sinotubular junction (stj) and the procedure was converted to surgical aortic valve replacement. No additional adverse patient effects were reported.